Event description:
Per the clinic, the patient experienced a wound dehiscence due to patient's underlying diabetes and subsequently was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced infection and the device was subsequently explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.